Event description:
It was reported the customer was hospitalized with low blood glucose. Date of hospitalization was on (B)(6) 2015. The customer stated their blood glucose declined to 31 mg/dl. Customer stated their blood glucose rose to 57 mg/dl at the time of admission. The customer stated their low blood glucose was caused by their incorrect settings on their insulin pump. The customer's blood glucose was stabilized and they were released from the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.